Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17mar2020.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The service engineer (se) inspected the device. The se found 35 volts, no main lights presence, impossible to start, and there was no change after removing and reinstalling the battery. The se replaced the power management board to address the reported issue.